Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdomen"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and post procedural haemorrhage ("post hysterectomy bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, graves' disease and obesity. Concomitant products included desogestrel;ethinylestradiol (reclipsen), fish oil, ibuprofen, levothyroxine sodium (synthroid) and mometasone furoate (flonase). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced basedow's disease ("graves disease"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), back pain ("pain: lower back"), uterine haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids with large clots") with genital haemorrhage. The patient was treated with surgery (ablation: (B)(6) 2015 and vaginal hysterectomy with partial bilateral salpingectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and pelvic pain was resolving and the basedow's disease, uterine leiomyoma, back pain, uterine haemorrhage and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, basedow's disease, dysmenorrhoea, menorrhagia, pelvic pain, post procedural haemorrhage, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2017, (B)(6) 2017: total hysterectomy (uterus and cervix removed) - total vaginal hysterectomy with partial bilateral salpingectomy, bilateral salpingectomy - diagnostic laparoscopy with bilateral salpingectomy. Insertion detail: at the end there was one ring out in the uterine cavity of the micro insert. The left side had 3 rings out in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: vaginal hemorrhage." Amendment: the report was amended on 13-may-2019 for the following reason: case correction: event: post hysterectomy bleeding was added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdomen"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding:post hysterectomy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps, graves' disease and obesity. Concomitant products included desogestrel;ethinylestradiol (reclipsen), fish oil, ibuprofen, levothyroxine sodium (synthroid) and mometasone furoate (flonase). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced basedow's disease ("graves disease"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), thrombosis ("fibroids with large clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: lower back") and uterine haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids with large clots"). The patient was treated with surgery (ablation: (B)(6) 2015 and vaginal hysterectomy with partial bilateral salpingectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the basedow's disease, uterine leiomyoma, thrombosis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, basedow's disease, dysmenorrhoea, menorrhagia, thrombosis, uterine leiomyoma and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2017, (B)(6) 2017: total hysterectomy (uterus and cervix removed) - total vaginal hysterectomy with partial bilateral salpingectomy, bilateral salpingectomy - diagnostic laparoscopy with bilateral salpingectomy. Insertion detail: at the end there was one ring out in the uterine cavity of the micro insert. The left side had 3 rings out in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: vaginal hemorrhage." Most recent follow-up information incorporated above includes: on 3-may-2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns 37 year old patient. Her demographic was added. Her historical conditions were added. Lab data was added. Essure indication was added. Essure removal date was added. Her concomitant medications were added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: abdomen, abnormal bleeding (vaginal, menorrhagia), graves disease, fibroids with large clots, dysmenorrhea (cramping) and pain: lower back were added. She was recovering from the following events: pain, cramps,uterine hemorrhage and bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.